Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A customer reported excessive artifact on the ECG display. No adverse event was reported. Additional information has been requested from the customer.

Event description:
A customer reported excessive artifact on the ECG display. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.